Event description:
The lead drastically migrated out of the epidural space. The system was completely removed and the therapy discontinued. The pt recovered without sequelae.

Manufacturer narrative:
(B) (4): final device analysis was not available at the time of this report. A f/u medwatch report will be sent when the analysis is completed and/or when add'l info is received from the hcp.